Event description:
It was reported the pt experienced a shocking or jolting sensation down her left leg. There was no known incident related to the onset of the symptoms. The sensation is felt when turning the device on using her programmer. The pain does not go away when the pt is done using the programmer. Add'l info has been requested but was not available on the date of this report.